Event description:
It was reported that the patient deceased. The cause of death was cardiac with issues of atrial fibrillation and coronary artery disease. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Manufacturer narrative:
A partial lead measuring 7.4 cm was returned for analysis. The damage found was sustained during the explant. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient deceased. The cause of death was cardiac with issues of atrial fibrillation and myocardial infarction. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.